Event description:
It was reported that during prep for a procedure to treat paroxysmal atrial fibrillation, the farawave pulsed field ablation catheter flush port was observed to be damaged and had broken off. It was not possible to connect the flush line. Subsequently, the catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.